Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/20/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evidence of moisture ingress was observed on the pump display screen. No damage was observed to the pump keypad cover. During testing, the ok and up arrow keypad buttons were intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed and no contamination or damage was found to any key contacts. The pump case was removed and corrosion due to moisture was found on multiple internal components, including the keypad flex and connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.